Event description:
Customer received a result of 17.2 mmol/l on the mobile system and a result of 4.3 mmol/l on an unknown accu-chek system within 10 minutes. The customer felt faint with these results. He was able to self-treat with food. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No evaluation is possible because the patient returned an empty vial of strips. Empty vial of test strips was returned.